Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the proximal connector kinked at the brown lead wire joint, and the web wires twisted at the proximal side; furthermore, the device could not be advanced into the returned via microcatheter or an in-house via microcatheter during functional testing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked connector and the twisted implant wires, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The returned microcatheter was found to be in good condition and would not have caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, during introduction the physician tried to introduce a web device into the microcatheter but it was impossible to insert in the hub and another treatment was chosen. The patient is well and at home. A longer procedure time was reported due to change of equipment, recatheterization of the aneurysm and no complications in the patient. Additional information provided indicated no deficits, the patient is doing well, additional procedure time was indicated to be 30 minutes . Based on the clarification received this event is being reported due to a prolongation of procedure of 30 minutes.